Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5031845) in united states on 04-dec-2013 who had essure (fallopian tube occlusion insert) implanted and experienced bloating, hot flashes, heavier periods, severe lower back pain, numbness in legs and hands, dizziness, ringing in ears, metallic taste in mouth, weight gain, depression, beginning stages of osteoarthritis, and extreme pain. No information given on consumer's history, past drugs, concurrent conditions or concomitant medication. In 2012 the consumer had essure (fallopian tube occlusion insert) implanted. Since consumer had essure implants inserted in 2012, she had experienced severe lower back pain, bloating, hot flashes, heavier periods, numbness in legs and hands, dizziness, ringing in ears, metallic taste in mouth, weight gain, depression and was hospitalized. She quit a job due to the physical impairments from the device. On an unspecified date consumer underwent cat scans and mris and found beginning stages of osteoarthritis. However, neither her doctor nor neurologist could explain why she had such extreme pain along with the other symptoms. No further information was provided. The relationship between events and essure was not reported. Follow-up information received from same consumer on (B)(6) 2013 via the FDA, the regulatory authority in united states with a different authority reference number (mw5032043, received at FDA on (B)(6) 2013, initial report received at FDA on 12-sep-2013): consumer had a essure (fallopian tube occlusion insert) implanted on (B)(6) 2012 and besides previously reported events severe lower back pain, dizzy - light headed (event term modified), metallic taste in mouth, constant ringing in ears (event term modified), numb legs, heavier/longer periods (event term modified), extreme bloating (event term modified), she experienced shortness of breath, confusion, inability to think, dehydration, excruciating cramping, high blood pressure (no other events were reported in follow-up, nor was hospitalization mentioned). FDA report type was "injury", reported outcome of events was "required intervention" (same as reported initially). Essure was explanted on (B)(6) 2013. Outcome was not specified. The relationship between events and essure was not assessed. Follow-up received on 06-jan-2014: no new clinical information. Follow-up received on 26-jan-2014: ptc assessment was provided. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), "processing essure cases in (B)(4)." FDA evaluation codes method: - no testing methods performed. Results: - no results available since no evaluation performed. Conclusions: - unable to confirm complaint. Device not returned. Medical assessment: the medical events reported are not indicative of a quality deficit per se. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. The technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Follow-up information received on 28-jan-2015: new reporters were added. Consumer posted online that her copper serum level was over 250 (nearly 100 over normal). She asked if this could be because of fragments from essure. Follow-up information received on 23-oct-2015. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (B)(4). Procedure was done in (B)(6) 2012. A week later, after several days of extreme labor type pains, she went to the ER and no one medical professional had heard of essure. She was diagnosed with constipation. She followed up with her doctor who assured her that it was not essure. Within a couple weeks, she started having trouble typing, data entry(lost a job), felt intense lower back pain and bled more and longer. She stated that she made 8 trips to the ER in 8 months for pain. Her electrolytes were going low. She stated that she had fibromyalgia, chronic pain, chronic fatigue, memory loss, memory recall issues, tinnitus, mod hearing loss, osteoarthritis, neuropathy, incontinence, loss of sensory awareness, constant thirst(drink 3-4 liters of water in a day), metal taste in mouth, depression, anxiety, ptds, acute plantar fascitis. She had to have cortisone injections in her spine, median spinal blocks. She also had chronic migraines, raynaud's, ibd, dental problems, gained 40 pounds with essure and had ebelly. She could not find a job that allowed her to work around her fatigue and pain; her children (ages (B)(6)) were tired of seeing her in so much pain. She had to have a vaginal cuff drainage tube placed in her for 4 weeks. Her hips and legs hurt too badly. Her doctor never mentioned nickel and she is highly allergic to nickel and other metals. She had her hysterectomy done. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced excruciating cramping, bled more and longer. She also reported an inability to think. Essure was explanted and hysterectomy was done (implying an intervention for device removal) and also stated she was hospitalized. The reported events were considered serious due to medical importance. Cramping and bleeding are listed according to essure's reference safety information while the other event is unlisted. Several additional non-serious events were reported. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Bleeding and menstrual pattern changes are also described. In this particular case, considering the positive temporal relationship a causal relationship between the reported cramping, bleeding and the suspect insert cannot be excluded. Regarding the event inability to think, considering essure local action at fallopian tubes causality is considered as very unlikely (unrelated). This case was regarded as incident due to the reported hospitalization and implied intervention for essure removal. A product technical analysis was performed and concluded, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.